Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the knife was bent. The reported condition was confirmed. The investigation found that the knife stayed in the groove when the device is closed, but the knife was bent and comes out the knife groove when advanced. Such damage happens when the knife is forced on a hard solid object. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. The device was detected by both ft10 and ls 10 generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation identified the root cause of damage to the knife is user. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade lifted out of the mouth of the jaw. Consultant used a monopolar pencil to complete the case. There was no patient injury. Photos were provided confirming that the blade advanced too much and was already exposed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade lifted out of the mouth of the jaw. There was no patient injury. Photos were provided confirming that the blade advanced too much and was already exposed.